Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is unlikely a foot would have been missing pre procedure as without the foot the link would be loose and the device clearly out of specification prior to packaging. Therefore, it is likely the foot separated during use due to a needle strike, or manipulation of the device while up against the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment user facility medwatch report.

Event description:
User facility medwatch report #mw5178501 received stating: physician attempted to use this item to "close" the right femoral cardiac cath site post sheath removal (diagnostic cath). Perclose closure device is used very frequently in the cath lab. This perclose was missing the back footplate that is needed to deploy the suture to the artery. A new device was opened to confirm that the first one was indeed missing the back foot plate and it was missing.